Manufacturer narrative:
External equipment was exchanged, and programming adjustments were made which resolved the recipient's pain, shocking sensation and discomfort. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a head trauma incident. The recipient is presenting with swelling, pain, and sound quality issues. The recipient ceased device use. A CT was completed and revealed correct device placement. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's pain is reportedly not device related, but due to sound after non-use. Revision surgery is under consideration. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b, h.6. Advanced bionics considers the investigation into this reportable event as closed. Programming adjustments have been made. The recipient is using the device. The recipient will be managed by the facility. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.